Manufacturer narrative:
The following devices were also listed in this report: simplex hv us genta 10 pk; cat# 61951010; lot# 10121113. Mck tibial baseplate-lm/rl-sz 5; cat# 180605; lot# 26041017-01. Mck femoral-lm-rl-sz 5; cat# 180505; lot# 615055-m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Pt. Reported; I had a partial knee replacement with stryker orthopedics knee and I'm having problems with it. Swelling with fluids and pain. Fluids were drained but returned. Has received shots of cortisone.

Manufacturer narrative:
Reported event. An event regarding pain involving a mako insert was reported. The event was not confirmed. Method & results. Product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: a review of medical records with a clinical consultant indicated "conclusion/assessment: no medical records, pre or postoperative radiographs or clinical follow up were provided for review. A patient had complained of pain and swelling and need for aspiration/injections approximately 4 years after a mako medial uni procedure. The procedure appeared uncomplicated from the operative note. Event confirmation: placement of a mako medial uni can be confirmed. Pain, swelling and aspiration/injections cannot be confirmed. Root cause: a root cause cannot be ascertained as the events cannot be confirmed and due to lack of data. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of medical records with a clinical consultant indicated "conclusion/assessment: no medical records, pre or postoperative radiographs or clinical follow up were provided for review. A patient had complained of pain and swelling and need for aspiration/injections approximately 4 years after a mako medial uni procedure. The procedure appeared uncomplicated from the operative note. Event confirmation: placement of a mako medial uni can be confirmed. Pain, swelling and aspiration/injections cannot be confirmed. Root cause: a root cause cannot be ascertained as the events cannot be confirmed and due to lack of data. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.